Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe plunger was damaged. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no. 301027, batch no. 9210551. It was reported syringes were found with damage to the plunger. Description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 3 out of 125 had damage to the plunger.

Manufacturer narrative:
H.6. Investigation: one photo and three loose 5ml syringes were received and evaluated. It was observed in the photo and the physical samples the plunger rods each had a single broken rib and were rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. It is likely the reported dial jams caused the broken plunger rods. No corrective actions are necessary based on the defective rate identified. Batch 9210551 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe plunger was damaged. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no. 301027 batch no. 9210551. It was reported syringes were found with damage to the plunger. Description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 3 out of 125 had damage to the plunger.